Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: as reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused grade 1 perforation, and unsuccessful retrieval attempt. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc) and an unsuccessful percutaneous removal procedure four months post implant. The patient also reported fear related to the filter. According to the implant record the indication for the filter placement was temporary ivc filter for surgery (unspecified). The filter was placed via the femoral vein and deployed in the infrarenal area without difficulty and the position was confirmed. A pre-procedural venocavogram noted no evidence of intrinsic clots. The patient tolerated the procedure well. Approximately three months post implant a limited ivc and bilateral iliac venous duplex ultrasound study was performed for edema and varicosities. The report noted a history of deep vein thrombosis, ivc filter, collapsed ivc as seen on a computed tomography (CT) scan. Results of the exam noted the ivc, the left and right common iliac veins are chronically thrombosed, with areas of chronic thrombus throughout the external iliac vein. The left proximal external iliac vein is thrombosed, the common femoral veins were patent bilaterally and there was extensive venous collateralization noted throughout the abdomen and pelvis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Ivc collapse was reported, however due to the nature of the complaint the event could not be further clarified. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. With the limited information provided and without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the filter was deployed via the patient's femoral vein. A pre-procedural venocavogram noted no evidence of intrinsic clots. Using fluoroscopic and angiographic guidance, the filter was placed into the infrarenal area without difficulty and the position was confirmed. The patient tolerated the procedure well. Approximately three months after the index procedure a limited ivc and bilateral iliac venous duplex ultrasound (u/s) study was performed for edema and varicosities. The report noted a history of deep vein thrombosis (dvt), ivc filter, collapsed ivc as seen on a computed tomography (CT) scan. Results of the exam noted a technically difficult exam due to patient body habitus and overlying bowel gas. Results indicated that the ivc, the left and right common iliac veins are chronically thrombosed, with areas of chronic thrombus throughout the external iliac vein. The left proximal external iliac vein is thrombosed, the common femoral veins were patent bilaterally and there was extensive venous collateralization noted throughout the abdomen and pelvis. Additional information received per the patient profile form (ppf) states that the patient experienced a grade 1 perforation of filter strut(s) outside the inferior vena cava (ivc). The patient became aware of the reported event and had an unsuccessful percutaneous removal procedure four months after the index procedure. The patient also experienced fear related to the filter.

Manufacturer narrative:
Section h6: health effect - clinical code: code 4581 was used for collapsed inferior vena cava (ivc). Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per an amended patient profile form (ppf) states that in addition to the previously reported events, the filter collapsed. The patient became aware of the reported event four months after the index procedure.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was associated with a grade 1 perforation and is reported to have undergone an unsuccessful filter retrieval attempt. Documentation associated with the retrieval attempt was not provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty and perforation events could not be confirmed and the exact cause could not be determined. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to grade 1 perforation, and unsuccessful retrieval attempt. Documented attempt(s) related to filter retrieval were not provided. The filter possesses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.